Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that discordant, falsely elevated carcinoembryonic antigen (cea) patient sample test results were obtained on an atellica im 1600 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced sample pump, regulation of wash ring pressure and cleaned ionizer. The cause of the discordant, falsely elevated cea results is unknown. Siemens is investigating the issue. Mdrs 2432235-2019-00172 and 2432235-2019-00173 were filed for the same event.

Event description:
Discordant, falsely elevated carcinoembryonic antigen (cea) results were obtained on two patient samples on an atellica im 1600 instrument. It is unknown if the discordant results were reported to the physician(s). One of the two samples was repeated two times on the same atellica im 1600 instrument, resulting higher for the initial repeat and then lower for the second repeat. The same sample was also repeated on an advia centaur cp instrument, resulting lower for the third repeat. The second sample was repeated one time on the same atellica im 1600 instrument, resulting lower. The same sample was also repeated on an advia centaur cp instrument, resulting lower. Both results obtained on the advia centaur cp instrument were accepted as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cea results.

Manufacturer narrative:
Siemens filed the initial MDR on 17-may-2019. Additional information (20-sep-2019): siemens completed the investigation and did not identify any instrument issues after reviewing the instrument log files. Siemens customer service engineer (cse) went onsite and replaced the sample pump, regulator of wash ring pressure and cleaned the ionizer. A request was not made for return of the replaced parts. The issue was resolved by hardware replacement. Based on the information provided, a product problem was not identified. The system is operating within specifications. No further evaluation of the device is required. Section h6: result and conclusion codes are updated. Mdrs 2432235-2019-00172_s1 and 2432235-2019-00173_s1 were filed for the same event.